Manufacturer narrative:
Medical devices continued: 0148 lead implanted (B)(6) 2004.

Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.